Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis indicates a low telemetered battery voltage condition occurred. On (B)(4)-2010, the telemetered battery voltage was 2.54 v, while the daily battery voltage trend measurement was 2.88 v. The device is part of the advisory for this model.

Event description:
It was reported that the device exhibited a battery voltage of 2.54v without indicating elective replacement indicators (eri). One hour later, the device exhibited a battery voltage of 2.75v. The device is still in use. No patient complications have been reported as a result of this event.